Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011 to 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hirsutism ("hormonal changes describe: facial hair"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain") and urinary incontinence ("bladder or urinary problems or changes weakened bladder"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("hip pain"), gastric disorder ("stomach issues") and menstrual disorder ("period issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hirsutism, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, urinary incontinence, arthralgia, gastric disorder and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, genital haemorrhage, headache, hirsutism, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient essure confirmation test not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received, reporters added, demographic conditions, lot number added, events: hormonal changes describe: facial hair, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti's, apareunia (inability to have sexual intercourse), depression, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, weakened bladder, hip pain, stomach issues, period issues, essure confirmation test not performed. Concomitant drug, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011 to 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hirsutism ("hormonal changes describe: facial hair"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain") and urinary incontinence ("bladder or urinary problems or changes weakened bladder"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("hip pain"), gastric disorder ("stomach issues") and menstrual disorder ("period issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hirsutism, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, urinary incontinence, arthralgia, gastric disorder and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, genital haemorrhage, headache, hirsutism, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient essure confirmation test not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.